Event description:
It was reported that an ilet insulin-only pump displayed inaccurate glucose readings in the 100s and delivered insufficient insulin after a software update, followed by severe hyperglycemia and diabetic ketoacidosis that required ICU care and resulted in a diabetic coma, with alleged kidney, liver, and mental health injuries. Symptoms included critical hyperglycemia, dka, and loss of consciousness. Blood glucose level taken by the emergency professionals was over 1100 mg/dl. Outcomes included hospitalization and serious injury.

Manufacturer narrative:
Investigation included a review of device software versioning, complaint history screening, and requests for device data logs and update documentation. Investigation of this case revealed that the cause of the hyperglycemia and dosing behavior remains unclear pending data review. It was concluded that a definitive relationship between the reported malfunction and the event could not be established based on the available information.no evidence of device malfunction (bluetooth, algorithm, motor, etc.) Was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts.